Event description:
Additional information indicated that the device saw the pea and, therefore, did not provide therapy which is normal device function. The local field representative indicated that no product performance allegations were reported.

Event description:
Boston scientific crm received information that, during back surgery, the patient with this implantable cardioverter defibrillator (ICD) was asystolic according to the nurse. The physician indicated that there was pulseless electrical activity (pea) occurring. CPR was performed which revived the patient. The physician was wondering why the device didn't treat this. The physician indicated there was no magnet over the device. The device was interrogated and nothing was stored in the logbook except induction after implant. Technical services (ts) discussed possible causes for this and requested the telemetry strip to review. Additional information has been requested; however, no further information is currently available.

Manufacturer narrative:
Our records indicate that this device remains in service. If additional information is received, this report will be updated.